Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and review of the instructions for use (IFU) were conducted during this investigation. Though the serial number was not provided by the customer, the dhrs for the past 6 months from the date of the event were confirmed. A review of those dhrs did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.¿ because the device in question was discarded by the customer and not returned, a definitive root cause for the event could not be determined. However, investigation did note that balloons may become partially thin and rupture due to the pressure of inflation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the user attempted to seat 7 balloons, but all ruptured. The 8th balloon was successful. The lot number could not be provided, but the customer did confirm all balloons were from the same lot. There was no patient harm or consequence reported as a result of this event. Balloon 1 of 7.